Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of diabetic ketoacidosis leading to hospitalization on (B)(6) 2025. The high blood glucose reported was 706 mg/dl. Patient also had ketones. Patient reported symptoms of flu. Insulin was administered using intravenous fluids of saline and insulin during hospitalization. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 12-may-2025. Device history record (DHR) review: the lot 6005348 was manufactured according to the work instruction (wi) version 78 on 08-feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 12-may-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6005348 and no more complaint has been registered in database for the same lot 6005348, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.